Manufacturer narrative:
Insulin pump was programed with the current date and time and monitored. The time clock function properly. No frozen screen, keypad anomaly or time clock anomaly noted during testing. The component connector on lcd board was inspected and no anomaly was noted. Device function properly during prime/compromised force sensor system, the excessive no delivery and displacement test. No excessive no delivery alarm noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
Customer's mother reported via phone call that the display on the insulin pump was frozen and was unable to rewind. Customer's blood glucose was 600 mg/dl. Customer's mother reported the display only showed closed circle time. Customer's mother reported the insulin pump alarmed a no delivery alarm after battery insertion. During troubleshooting, the buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.